Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.2¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d160518-2). The control solution tests for level low were l-b/58 mg/dl, for level high were 204/165 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. One result was l-b, which was out of the acceptance range. We tested the retain strips from warehouse (same strip lot number as patient's strip,#d160518-2). The control solution tests for level low were 66/64 mg/dl; for level high were 257/269 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We observed the strips from patient had slower absorbance speed, which might give the varied test result. The absorbance speed issue had been corrected, refer to our CAPA number:(B)(4).

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 6:30 pm after the end user received false results from their prodigy diabetes meter. The end user experienced a headache and was in a state of confusion with a blood glucose reading of 79 mg/dl. The end user was taken to the ER and upon arrival her blood glucose reading was 39 mg/dl she received orange juice as a treatment to assist in raising her blood glucose level. After a few hours in the ER she was discharged with a blood glucose result of 99 mg/dl. No additional details were provided in relations to this medical event.